Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the hardware removal was performed on (B)(6) 2018. Fracture was healed. The patient was not revised to any new hardware. Reason for removal was the blade was becoming prominent. The removal surgery was successfully completed without any impact on the patient.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. Unknown when device malfunctioned. 510k: this report is for an unknown ex humeral nail w/spiral blade-unk - nail head elements/unknown lot. Part and lot number are unknown; UDI number is unknown. Implants & explant dates are unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4)-used for: the spiral blade has been cut out of the humeral head requiring additional surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spiral blade has been cut out of the humeral head. The initial surgery was performed on an unknown date. Subsequently, the surgeon discovered with a post-operative x-ray taken on an unknown date that the spiral blade was cut out into the humeral head. There is no available information pertaining to the initial surgery, however, it was reported that the nail maybe removed in future. The patient was reported to be fine at the end of the initial surgery. Concomitant device (s) reported: unk - nails: expert humeral (unknown part and lot number, qty # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).